Event description:
It was reported that this pacemaker device is exhibiting premature battery depletion behavior. Boston scientific engineering analysis of device data confirmed that the power consumption of this device is higher than expected, it has been increasing during the past year and it is expected to continue to increase. The analysis also indicated that assuming the behavior remains unchanged, there is sufficient battery capacity to maintain normal therapy function for at least 90 days. It is recommended to replace and return the device to boston scientific for a detailed analysis. Boston scientific technical services (ts) provided the device data analysis results to the healthcare provider (hcp). The device remains in-service at this time. No adverse patient effects were reported.